Event description:
It was reported that during the procedure, the most distal part of the subject guidewire was detached in the patient's vasculature. The intervention was prolonged approximately 45 minutes as an attempt was made to extract the distal part fragment, but it was unsuccessful. The patient's outcome was optimal and, for the time being, there are no adverse effects caused by the fragment of the subject guidewire that has remained in the artery. No other information was provided.

Manufacturer narrative:
The subject device is unavailable to manufacturer.

Event description:
It was reported that during the procedure, the most distal part of the subject guidewire was detached in the patient's vasculature. The intervention was prolonged approximately 45 minutes as an attempt was made to extract the distal part fragment, but it was unsuccessful. The patient's outcome was optimal and, for the time being, there are no adverse effects caused by the fragment of the subject guidewire that has remained in the artery. No other information was provided.

Manufacturer narrative:
The device history record (DHR) review cannot be performed because the lot number was not provided. However, there are controls in the manufacturing process to ensure the product met specifications upon release. Analysis of the returned device found the guidewire kinked/bent at 108cm from the proximal end and broken 209cm from the proximal end with the core wire and platinum wire broken and exposed. The broken distal end of the guidewire was not returned. The guidewire ptfe coating was noted to be peeling in multiple areas to 37cm from the proximal end. The condition of the returned guidewire indicates the device encountered a significant manipulation during the procedure. The event was confirmed based on the damage noted to the returned device. Additional information provided by the customer indicated that there no anomalies noted to the device during the initial inspection and preparation, the guidewire device preparation was performed as per dfu and continuous flush was maintained. A phenom 21 microcatheter was used with the guidewire and there was no allegation against the microcatheter. The guidewire was torqued once and the guidewire tip was shaped 40 degrees. A neuronmax 90 cm was used to facilitate the introduction of the guidewire into the microcatheter. A torque device was used to facilitate directional manipulation of the guidewire and there was no difficulty rotating the guidewire using the torque device. The patient¿s anatomy was not tortuous. Thrombo was in a bifurcation but the wire did not advance. The reason for the surgical delay was synchro broke. Thrombus could not be removed. It could not be aspirated due to the issue. The anatomy location (vessel name) the subject guidewire fractured in was the left m2. There were no difficulties encountered during the usage of the guidewire device that could have contributed to the guidewire breakage. They took another synchro guidewire in parallel to see if it gave the support needed with no problem, reaching the distal end of the other synchro. However it also did not allow to advance the aspiration catheter, 3max, and go further with any of the synchro. The case was initially a left tandem that was resolved with angioplasty. No complication in manipulation, it was broken inside the microcatheter 3max. The current condition of the patient states he has improved with rehabilitation because they are completely hemiplegic and aphasic. Now he has 3/5 in mid so he is in a wheelchair or walks with help and has dysphasia¿they don't exactly put nihs or barthel or mrs...here I have an nrl and it tells me that mrs is between 2 and 3. The patient already came with an infarction in the left striatum and after the thrombectomy he did not have another infarction, only minimal hemorrhagic transformation in that infarction. In other words, the fragment of the guidewire has not had an influence on making more infarction. An assignable cause of procedural factors will be assigned to the as reported and as analyzed ¿guidewire distal tip broken/fractured during use¿ and ¿un-retrieved device fragments¿ as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited. There was also evidence of scraping and peeling of the ptfe guidewire coating in several sections from the proximal end to 37cm from the proximal end. The peeling/scraping most likely occurred as a result of interaction with another device. The damage noted is consistent with backloading the proximal end of the guidewire into the distal end of the introducer and pulling it through the introducer. The as analyzed ¿guidewire ptfe coating peeling¿ in addition to the as analyzed ¿ guidewire kinked/bent¿ has been assigned handling damage as the issue is due to handling of the product or portion of the product during the clinical procedure, upon removal of the product from the packaging, or preparation of the product prior to use.